Event description:
It was reported that there was a low impedance alert on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.